Event description:
It was reported that after completing an atrial-ventricular (av) node ablation on the patient, the physician checked the patient's underlying rhythm. The physician was permanently programming the rate when device telemetry was lost. The physician put a magnet over the device to put the device to magnet rate, however, it was not functioning. The physician was concerned about the magnet mode not functioning for one hour after the loss of telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).